Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure. According to the complaint, when the procedure was completed with this device, the physician attempted to deflate the balloon; however deflation was slow and the balloon did not fully deflate, so the physician decided to take out the device with the scope and cut the catheter to remove the device from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Event date is unknown. The reported event of balloon did not fully deflate. Investigation results according to the complainant, the suspect device has been disposed and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.